Manufacturer narrative:
Additional information was received stating that upon review of this patient's chart, a low voltage alert had been documented. Therefore, a download of the device data was performed and reviewed by a boston scientific engineer. The engineer confirmed there was no voltage alert fault and normal device function was noted. The device remains implanted and no other adverse events have been reported.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was received for this system due to low shock impedance measurements. No adverse patient effects were reported.